Manufacturer narrative:
Medical safety has reviewed information. As per the medical safety suggestion individual factors combined with the movement from supine to prone contributed to or caused the event, but this possibility is considered, specifically if the procedure was related to a cervical spine injury. Fdc code has been corrected to d1101. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare professional had an ¿issue with a nim tube¿. The emg tube ¿had been correctly and carefully inserted and taped securely¿ on a patient who was in a head clamp. The patient was then turned prone, at which time raised airway pressures and desaturation with no air entry into the left lung was noticed. The procedure had not yet started, so the ¿patient was turned supine immediately and the emg tube replaced with a reinforced tube¿; cuff herniation was suspected. There was an intervention performed and the procedure was completed with another products. There was no patient injury.